Event description:
On or about (B)(6) 2010, the plaintiff had an elevate posterior graft implanted, "for pelvic prolapse, rectocele and enterocele," it was alleged that the plaintiff has "experienced severe pain with the implantation of the elevate mesh." It was also alleged that the plaintiff will "have surgery shortly to remove some and possibly all of the elevate mesh." It was also indicated that the plaintiff, "presently suffers from severe pain and physical issues related to the elevate mesh," and will require at least one surgery and possibly more. It was alleged that, "the elevate mesh failed when implanted" into the plaintiff's pelvis, "by retracting and eroding into her vaginal epithelium and other structures, causing other damages and severe pain and negatively affecting her quality of life." It was also alleged the plaintiff, "suffered injury," and has experienced and will continue to experience "pain, suffering, and emotional distress; and disfigurement, disability, and loss of enjoyment of life along with "severe physical injuries," and other problems.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.